Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using implanted port. During the procedure, a crack was identified at the neck curvature of the groshong catheter. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one x-port isp implantable port with an attached groshong catheter was received for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted on the attached catheter approximately 6.0cm from the distal end of the cath-lock. The edges of the partial circumferential break were noted to be uneven. The surface was noted to be granular in both regions. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using implanted port. During the procedure, a crack was identified at the neck curvature of the groshong catheter. There was no reported patient injury.